Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4).

Event description:
Sorin group rec'd a report that at the end of the case, bubbles were observed in the arterial line. The clinician came off bypass and re-primed the line. The cannula was changed out and bypass resumed. The pt was cooled for 24 hours post bypass and then re-warmed. No bubble detector was used in the procedure. It was reported that the pt is doing fine.